Event description:
On (B)(6) 2012, the surgeon performed a left side ifuse si joint arthrodesis on the patient placing three implants. After a period of pain relief, the patient later complained of recurrent pain in that si joint. The surgeon was concerned that the implants may have been too posterior. On (B)(6) 2013, the surgeon performed a second surgery where he added two implants as additional fixation for the left si joint. The patient's left side pain was partially resolved. The surgeon later performed an ifuse joint arthrodesis on the patient's contralateral (right) side on (B)(6) 2013 that completely relieved the patient's left side pain. In (B)(6) 2014, the surgeon reported that he had seen the patient a couple of times and that she was "doing well."

Manufacturer narrative:
This event was discovered during a routine review of the company sales data and has not been reported previously. Based on the information provided, review of surgeon training didactic, IFU, certificates of analysis and fmea, the most probable root cause is recurrence of symptoms. Part numbers of implants from initial surgery on (B)(4) 2012: ifuse implant, p/n 7030-90, lot# 7663002779001, manufactured 01/12/12, expires 2014-11. Ifuse implant, p/n 7035-90, lot# 7753003041002, manufactured 02/06/12, expires 2015-01 (x2).